Event description:
It was reported that during the small bone fixation procedure the tip of the cannulated cruciform screwdriver broke, when the surgeon was inserting the screw. The broken tip was retrieved from the pt. The removal was confirmed by x-ray. The screwdriver tip was discarded by the hospital. Procedure was completed with the remaining 3 facets on the screwdriver.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed the instrument was missing one of four tangs. The tang sheared off at the base and was not returned for evaluation. This complaint was indeterminate from a mfg perspective.